Event description:
It was reported that a pump was alarming for a system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 105 was confirmed and reproduced. It was caused by a dislodged component on the I/o printed circuit board. As a result, the I/o printed circuit board was replaced.